Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. The user facility was unable to provide this information. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The patient is currently being monitored while an intervention is being discussed. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Note: exact date of implant is unknown, therefore the best estimate date was selected. Exact date of event is unknown, therefore the best estimate date was selected. H3 other text : device remains implanted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx vela suprarenal aortic extension for the treatment of an abdominal aortic aneurysm (aaa) an unknown date. The physician reported that approximately five years ago there as a type iiia endoleak between the junction of the afx2 bifurcated stent graft and an afx vela suprarenal aortic extension. The patient is currently being monitored while an intervention is being discussed.